Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, episodes of non-sustained ventricular tachycardia (vt) were noted. Oversensing was noted on the ventricular channel of the device. This did not affect any patient therapy as this was in the vt1 monitor zone. Programming changes were discussed. Patient will continue to be monitored. Further information is not yet available.